Manufacturer narrative:
A supplemental MDR is being submitted due to medical record review findings. Sections b1, b5, g6, h2, h6: device code(s) and health effect - clinical code have been updated. The investigation is ongoing.

Event description:
Upon review of medical records, approximately 2 months post valve-in-valve tavr procedure, the patient developed high gradient across the aortic valve and was symptomatic. The 2nd 26mm sapien 3 ultra valve had been successfully implanted "slightly deeper (~5mm) with nominal volume -1cc." And intra-procedural tee showed well-seated valve-in-valve with normal leaflet motion, trivial regurgitation and minimal gradient. As the patient also had history of moderate mitral valve stenosis and calcific mitral valve, it was decided to proceed with aortic valve replacement and mitral valve replacement surgery. Per the explant operative report, direct inspection revealed that the second "tavr valve was pretty low in the ventricle". Both tavr valves were removed and replaced with an edwards inspiris pericardial valve. A 31mm epic porcine valve was implanted in mitral position. The patient tolerated the procedure well and left the operating room in satisfactory conditions.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the increased gradients post implant was confirmed based on the provided medical records. A definitive root cause could not be determined. However, the available information suggests the valve was implanted too ventricular with previous pre-existing valve leaflets overhanging, which could lead to heart work harder, and may have contributed to the reported event of increased gradients. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 1 months 27 days post transfemoral tavr valve-in-valve procedure with a 26mm sapien 3 ultra resilia valve, the patient's valves were explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.

Manufacturer narrative:
Investigation is ongoing.